Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer was returned for analysis but analysis had not be completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system became unresponsive during use.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer passed testing and no failures were found. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.